Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported during the implant attempt that the patient's left ventricular (lv) lead would not track into tortuous anatomy as it appeared to lack rigidity. The lead was removed and another lead used. No patient complications have been reported as a result of this event.